Manufacturer narrative:
Additional information in section b5 describe event or problem and section h6 patient codes e1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced cardiac tamponade. The procedure initially proceeded without complications. A mapping of the left veins was performed using the catheter. During the course of the procedure, a so-called cobra shape of the catheter was observed, as two splines in the basket were too close together. The operator attempted to correct this by repeatedly removing the catheter from the sheath, opening it, and reinserting it. As the procedure continued, a pericardial tamponade occurred, leading to the termination of the procedure. Following thorough consultation with the operator, he assumed that the repeated catheter manipulation in the left atrium, as well as the repeated insertion and removal of the catheter from the sheath, could be a possible cause of the complication. These maneuvers were performed in an effort to separate the closely positioned splines. According to his assessment, so-called tissue entrapment may be responsible for the complication. However, the exact cause remains unknown. The operator does not rule out a complication related to the transseptal puncture as an alternative explanation. He recommends that the catheter be examined due to the observed cobra shape, as this anomaly prompted significantly more manipulation within the left atrium in an attempt to correct it. It should be emphasized that the possible cause of the complication lies in the forceful and potentially improper handling of the catheter not in the catheter itself. Additionally, at the time of the event, four applications in flower configuration were performed with the catheter in the left atrium. The exact location was not confirmed. Following the intervention, the patients condition stabilized and improved. It was further reported that no tissue was observed at the tip of the catheter or guidewire. There was no allegation against the faradrive sheath. A pericardiocentesis was successfully performed. The tamponade was identified by the patients low blood pressure over an extended period in combination with contrast fluid during an angiography in the wrong location. The patient was transferred to an intensive care unit (ICU) after the procedure. The catheter was received for analysis and investigation is still in progress. It was further reported that the patient suffered a stroke in the further course of treatment. The physician is no longer treating this patient and has no further information. It was believed that the patient was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information was provided in section a patient information, and section b5 describe event or problem correction to section h6 impact codes, code f08 was removed and code f22 was replaced with code f2203. Upon receipt at boston scientifics post market laboratory, the farawave nav catheter was visually inspected. Inspection of the catheter revealed no anomalies. A guidewire was inserted through the catheter, and the catheter was deployed to basket, where the spline bunching and inversion were still visible. The inverted spline was manually pushed back, and the catheter was deployed to flower successfully. Microscopic inspection found potential thinning or wrinkling on some splines, though it was unclear whether this contributed to the allegation or not. It was determined that the cardiac tamponade, perforation, hypotension, and cerebral vascular accident (cva) are a known inherent risks of use of this device. Based on the available information, the reported observation of a spline bunching and inversion contributed to the aborted procedure.

Event description:
It was reported that the patient experienced cardiac tamponade. The procedure initially proceeded without complications. A mapping of the left veins was performed using the catheter. During the course of the procedure, a so-called cobra shape of the catheter was observed, as two splines in the basket were too close together. The operator attempted to correct this by repeatedly removing the catheter from the sheath, opening it, and reinserting it. As the procedure continued, a pericardial tamponade occurred, leading to the termination of the procedure. Following thorough consultation with the operator, he assumed that the repeated catheter manipulation in the left atrium, as well as the repeated insertion and removal of the catheter from the sheath, could be a possible cause of the complication. These maneuvers were performed in an effort to separate the closely positioned splines. According to his assessment, so-called tissue entrapment may be responsible for the complication. However, the exact cause remains unknown. The operator does not rule out a complication related to the transseptal puncture as an alternative explanation. He recommends that the catheter be examined due to the observed cobra shape, as this anomaly prompted significantly more manipulation within the left atrium in an attempt to correct it. It should be emphasized that the possible cause of the complication lies in the forceful and potentially improper handling of the catheter not in the catheter itself. Additionally, at the time of the event, four applications in flower configuration were performed with the catheter in the left atrium. The exact location was not confirmed. Following the intervention, the patients condition stabilized and improved. It was further reported that no tissue was observed at the tip of the catheter or guidewire. There was no allegation against the faradrive sheath. A pericardiocentesis was successfully performed. The tamponade was identified by the patients low blood pressure over an extended period in combination with contrast fluid during an angiography in the wrong location. The patient was transferred to an intensive care unit (ICU) after the procedure. The catheter was received for analysis. It was further reported that the patient suffered a stroke in the further course of treatment. The physician is no longer treating this patient and has no further information. It was believed that the patient was discharged from the hospital. It was further reported that in addition to the faradrive sheath, a short sheath for the cs catheter was initially used permanently, and a long sl sheath from abbott was used for the transseptal. The sl sheath was then exchanged for the faradrive sheath during the procedure for the pulmonary vein isolation (pvi). The physician did not report any resistance during the procedure. However, as mentioned a spline inversion occurred because the operator likely opened the catheter with limited space (probably too far inside the vein). To resolve this issue, the operator manipulated the catheter extensively in the atrium, repeatedly attempting to open and close it and pulling it back into the sheath multiple times. The wire was also moved frequently. It should be noted that the physician manipulated the catheter in the atrium with disproportionate force to correct the spline inversion. The physician did not report any resistance with the guidewire. The guidewire was not specifically tracked, only under fluoroscopy. Since a pericardial tamponade occurred, a perforation could not be ruled out and activated clot time (act) was monitored by the staff during the procedure. Irrigation was not interrupted, no fibrin or clot was observed on the catheter. The patient was female, and the patient was sedated, with no general anesthesia. No further information is available according to customer account.

Event description:
It was reported that the patient experienced cardiac tamponade. The procedure initially proceeded without complications. A mapping of the left veins was performed using the catheter. During the course of the procedure, a so-called cobra shape of the catheter was observed, as two splines in the basket were too close together. The operator attempted to correct this by repeatedly removing the catheter from the sheath, opening it, and reinserting it. As the procedure continued, a pericardial tamponade occurred, leading to the termination of the procedure. Following thorough consultation with the operator, he assumed that the repeated catheter manipulation in the left atrium, as well as the repeated insertion and removal of the catheter from the sheath, could be a possible cause of the complication. These maneuvers were performed in an effort to separate the closely positioned splines. According to his assessment, so-called tissue entrapment may be responsible for the complication. However, the exact cause remains unknown. The operator does not rule out a complication related to the transseptal puncture as an alternative explanation. He recommends that the catheter be examined due to the observed cobra shape, as this anomaly prompted significantly more manipulation within the left atrium in an attempt to correct it. It should be emphasized that the possible cause of the complication lies in the forceful and potentially improper handling of the catheter not in the catheter itself. Additionally, at the time of the event, four applications in flower configuration were performed with the catheter in the left atrium. The exact location was not confirmed. Following the intervention, the patients condition stabilized and improved. It was further reported that no tissue was observed at the tip of the catheter or guidewire. There was no allegation against the faradrive sheath. A pericardiocentesis was successfully performed. The tamponade was identified by the patients low blood pressure over an extended period in combination with contrast fluid during an angiography in the wrong location. The patient was transferred to an intensive care unit (ICU) after the procedure. The catheter is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).